Event description:
The customer reported that the paramedics were called due to her low blood glucose. The customer stated that walked into a restaurant to treat her blood glucose when she passed out. Initially, the customer called regarding issues with the battery alarm. Troubleshooting was performed. Instructed the caller to remove the battery for five minutes and to insert a new the battery to be sure it is inserted properly. The reservoir was showing the same amount of insulin as shown on the status screen. Advised the customer to call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.